Event description:
It was reported that there was a surgery where cmf delivered for customer, implanted and was dissatisfied. Revised a year ago and cmf remade for customer and was implanted on (B)(6) 2013 with new cf remake.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a surgery where cmf delivered for customer, implanted and was dissatisfied. Revised a year ago and cmf remade for customer and was implanted on (B)(6) 2013 with new cf remake.